Event description:
As reported, during use of a 6f exoseal vascular closure device (vcd) the indicator window did not change color. 3 to 4 minutes of manual compression was then used instead. There were no reported injuries to the patient or signs of infectious disease. The device was being used for femoral artery closure. The operator had been trained to the device. No abnormalities were found before use. The device was stored and prepared according to the instructions for use (IFU), the procedure used a retrograde approach, and exoseal vascular closure device (vcd) was used in an interventional procedure. One exoseal device was used with a non-cordis sheath. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. There was no difficulty connecting the non-cordis sheath with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. During retraction, the physician's thumb was placed on the plug deployment button, no red color was seen in the indicator window, and when the device was removed from the patient, the indicator wire loop was deployed and visible with no anomalies noted. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the event date is currently unknown a review of the manufacturing documentation associated with lot 18448637 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.